Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0300 showed two other similar product complaint(s) from this lot number. All three complaints for this lot number recn0300 have been reported from the same facility.

Event description:
It was reported that: "catheter inserted in ac space of the arm, flushed easily and had reliable blood return, patient received a CT scan with power contrast at 300 psi and 3.2 ml/sec and part of the injection was successful and but a significant amount of the contrast was injected outside of the vein and caused an infiltration. Test was still successful. We speculated that not much of the catheter was in the vein and the pressure from the contrast injection forced the catheter back and off of the vessel." No patient injury reported.